Event description:
A bipap a40 system silver, jp was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the bipap a40 system silver, jp device at the manufacturer's service center, the power loss alarm does not sound was confirmed. There is no allegation of loss of power. The main printed circuit assembly (pca) was replaced to address the issue. The replacement of the device's main printed circuit assembly (pca) confirmed that the issue was resolved. Additionally, routine maintenance was performed. The device's blower and outlet flow path were replaced to prevent further malfunctions. Overall checks, cleaning, and functional testing were performed. Software version 3.6.5 was confirmed.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn-2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, v365771724df7 review confirms that the device met the final acceptance criteria and was released for final distribution.